Manufacturer narrative:
The customer stated that their reference ranges were outdated. Following the implementation of updated reference values, the observed results were consistent with the system's performance. The investigation determined that the customer's incorrect reference ranges had caused the event. No product problem was identified.

Event description:
There was an allegation of questionable glucose hk gen.3 results for 1 patient serum sample on a cobas 4000 c311 stand alone system and 7 patient urine samples compared to a competitor analyzer. Sample 1 had an initial serum glucose result of 129.7 mg/dl. The repeat result was 85.6 mg/dl. Sample 2 had a urine glucose result of 6.97 mg/dl. The urine glucose result from a h-800 urine analyzer was 100 mg/dl. Sample 3 had a urine glucose result of 5.66 mg/dl. The urine glucose result from a h-800 urine analyzer was 100 mg/dl. Sample 4 had a urine glucose result of 2.42 mg/dl. The urine glucose result from a h-800 urine analyzer was 100 mg/dl. Sample 5 had a urine glucose result of 1.51 mg/dl. The urine glucose result from a h-800 urine analyzer was 100 mg/dl. Sample 6 had a urine glucose result of 7.98 mg/dl. The urine glucose result from a h-800 urine analyzer was 100 mg/dl. Sample 7 had a urine glucose result of 716 mg/dl. The urine glucose result from a h-800 urine analyzer was >100 mg/dl. Sample 8 had a urine glucose result of 2.24 mg/dl. The urine glucose result from a h-800 urine analyzer was 100 mg/dl.

Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.